Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome cutting balloon was selected for use. During procedure, after several inflations, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another device. No patient complications wee reported and patient was good post procedure.